Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, bleeding was noted from the surgical anastomotic site of the graft, so the impella was removed. It was reported that there was not enough room in the bellows of the artificial blood vessel when fixing the repositioning sheath and the artificial blood vessel. Because the artificial blood vessel was short, there was a possibility of bleeding due to bed movement or body movement. Additionally, it was noted that the floppy part of the 0.018 inch wire was stretched when j-shaped with a dilator.

Manufacturer narrative:
The investigation for the reported access site bleeding and guidewire damage issues have been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the bleeding was most likely patient movement. The root cause of the guidewire damage was most likely due to use as the damage was reported as it was being inserted. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.